Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow through a clearlink continu-flo solution set with duo-vent spike. This occurred during infusion of piggy-backed rituximab using an unspecified infusion pump. The expected infusion time was six hours. After one hour and forty-five minutes, the nurse noticed that the rituximab bag was empty and the 250cc flush bag was over capacity. The rituximab had backflowed into the flush bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5 - upon follow up with the customer, the customer clarified that, after further investigation, a non-baxter set had caused the backflow. There is no allegation against the baxter set.